Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon could not impact insert 28f into trident size 56.

Manufacturer narrative:
An event regarding an assembly issue involving a trident liner was reported. The assembly issue was not confirmed, however damage to the device was confirmed. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports are needed to fully investigate the event. If further information becomes available or this investigation will be re-opened.

Event description:
Surgeon could not impact insert 28f into trident size 56.